Event description:
The event is reported as: the collar became detached. The nurse manager reports that the tube was inserted into the patient's airway to suction out any remaining fluids. When the tube was removed from the patient, the staff reported that the collar was detached from the tube. The customer states that it is uncertain when the collar detached: while in use or while being removed. All parts were retrieved. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not available at the time of this report.